Manufacturer narrative:
This report is for an unknown cage/unknown lot. Part and lot numbers are unknown; UDI number is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: adams, c.l. Et al. (2014), effectiveness and safety of recombinant human bone morphogenetic protein-2 versus local bone graft in primary lumbar interbody fusions, spine, vol. 39, number 2, pages 164-171 (australia). The purpose of this study was to compare clinical and radiographical outcomes, and complication rates, in posterior lumbar interbody fusions (plifs) and transforaminal lumbar interbody fusion (tlif) procedures using local bone graft (lbg) alone or recombinant human bone morphogenetic protein-2 (rhbmp-2) and lbg as graft material. Between august 2007 and august 2010, a total of 70 patients underwent tlif of plif. They were divided into 2 groups; 19 patients (7 males and 12 females with a mean age of 56.49 years) in the lbg group and 51 patients (28 males and 23 females with a mean age of 54.99 years) in the rhbmp-2 group. The implants used were concord cages (depuy, raynham, ma) and a single capstone cage (medtronic) for tlif while 2 r90 ramps (medtronic, minneapolis, mn) for the plif. The patients have been followed up for 12 months. The following complications were reported as follows: 8 patients experienced more than one complication. 15 patients experienced postoperative radiculopathy. All of the symptoms reduced with surgery. 3 patients had development of ectopic bone. 1 patient had a malpositioned pedicle screw. 3 patients had development of adjacent segment disease. 1 patient had osteolysis. 7 patients had ectopic bone. 3 cases developed redicular pain. 3 patients vertebral osteolysis. All 3 cases had resolved at 12 months. Two cases presented with worsening low back pain, whereas 1 had no other problems during the postoperative phase. 6 patients had radiculitis. 1 patient had hematoma. 1 patient had uti. 1 patient had pneumonia. 1 patient had pulmonary embolus. 5 patients had a reoperation within 12 months. 4 patients developed adjacent segment disease by 12-month follow-up. All were reoperated on within 12 months post primary fusion. This report is for an unknown synthes concord cage. This is report 1 of 2 for (B)(4).